Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown saw interface device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device was coming unclasped during the cases due to the surgeon inadvertently hitting the clasp which caused the clamp to open and then giving them a critical error. They are taping the clamp down currently to help mitigate future occurrences. It was reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the unk-velys-sasi was not returned. However, the investigation conducted by the lcm team showed that on intake, it was confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. Engineering has determined this instance as having similar conditions to a previously-investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Based on the provided confirmation that the clasp was accidentally unlatched, the most probable error that occurred was a saw3 xxx318. Based on the investigation findings, the root cause can be tied to use error due to the accidental unlatching of the sasi, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.